Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, when the generator was used with the pencil, monopolar activation tone was different from the usual and sounded high, although the activation button was not pressed, an activation tone was heard. Also, considering the degradation of the reusable pencil itself, another reusable pencil was used instead, but problem was not solved. They continued with the procedure without problems. No patient harm.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample did not meet specification as received by medtronic. The reported condition was not confirmed. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. A failure occurred during the investigation that did not cause or contribute to the reported condition. The power from the low voltage power supply was found to be unstable. The investigation found the most probable cause of the reported event to be low voltage power supply. The low voltage power supply needs to be replaced to address the condition. A 2nd failure occurred during the investigation that did not cause or contribute to the reported condition. There is recognition failure due to aging degradation of the various scanners. The investigation identified the cause of the reported event to be the scanners. The scanners need to be replaced to address the condition. A 3rd failure occurred during the investigation that did not cause or contribute to the reported condition. The operation sound of the cooling fans is off due to aging. The investigation identified the root cause of the reported event to be the chassis fans. The fans need to be replaced to address the condition. An eco has been released to address the failure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.